Manufacturer narrative:
Based on the expanded evaluation it is indicated that an overheating event exited the shroud, this incident is being reported to the FDA out of an abundance of caution. This failure appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
Invacare was made aware of an event involving a stationary concentrator where the end user claimed she witnessed sparks coming out of the back of the unit. The sparks damaged her hardwood floors and burned her carpet. There is also brown and white powder coming out of the bottom of the unit.